Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the issue reoccurs.